Event description:
It was reported that bd maxzero needless connector was separated the following information was received by the initial reporter with the following verbatim the infusion tube is not able to stay attached to the connector, as it slips off after a short time

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in section b. Investigation result: two mz1000 samples were received in opened packaging from lot 23125408 for investigation; no residual fluid was present and the dust caps were in place. The sample was returned with a bd q-syte 385100 (lot 4032787) and two evercare inline extension lines 10540-01(lot 6318822n); all of which were in opened packaging and all dust caps in place. The customer reported that "the infusion tube not being able to stay securely attached to the connector, as it detaches after a short period." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension sets remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when subjected to leakage testing at both the female luer adaptor (fla) and the male luer of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot #23125408 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 set in the past 12 months.

Event description:
The complaint concerns the infusion tube not being able to stay securely attached to the connector, as it detaches after a short period. For the patient¿a young girl¿this has made it difficult for her to receive her tpn. The mother has resolved the issue herself by taping the connection together. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Infusion - the defect in the product is discovered when the set is connected to the needle-free membrane, where it "snaps" apart. Please confirm the make and model of the connecting product(s)? Evercare in line ref10540-01 lot6318822n extension line, coiled please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No visible damage at first glance. Was there any patient harm? No harm to the patient. Was there an under infusion? No other infusion.